Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. Although the foreign matter is believed to be a simethicone type product, the material could not be conclusively identified. Additionally, the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected that would hinder reprocessing and it is unknown if reprocessing was performed according to the instructions for use (IFU). The event can be detected and prevented by handling the device in accordance with the following IFU: gif/cf/pcf-290 series operation manual "chapter 3 preparation and inspection" shows how to detect the event. Gif/cf/pcf-290 series reprocessing manual "chapter 5 reprocessing the endoscope" shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the asset return process light and optical cover glass adhesive is worn, distal end adhesive is worn, control body colored ring worn, image and insertion tube orientation are out of alignment, up/down/left/right angles not to specification, and up/down/left/right angle play evident. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
A user facility returned the olympus asset, evis lucera elite colonovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that white contamination possibly simethicone type product was found in the air / water channels. This report is being submitted for the event found during evaluation. There was no patient involvement.